Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, hardness,loss of sensation, nonspecific autoimmune symptoms, leakage, anxiety, stress, pain and suffering.